Event description:
A customer reported experiencing an alarm 2 followed by alarm 26, leading to high blood glucose levels, although specific values were not known as the monitor indicated "high." The customer addressed the issue with a correction injection via multiple daily injections without requiring third-party assistance. Technical support instructed the customer on several troubleshooting steps, including disconnecting and adjusting the pump tubing, which initially resulted in recurring occlusion alarms. Ultimately, the customer was directed to replace supplies as necessary, successfully complete a 9-unit bolus with a new cartridge, and resume insulin.